Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported broken tooth and another tooth discolored. Upper aligner does not fit due to their implant. Provided information on aligners not damaging healthy enamel and advised holding in most comfortable aligner and visit dentist for broken and discolored teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.